Event description:
It was reported that during reprocessing, the bronchovideoscope had leaking at the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the root cause of the reportable malfunction was due to a pinhole on channel tube (ch-tube), water tightness is lost. Should additional relevant information become available, a supplemental report will be submitted.